Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was impacted (408 mg/dl). An insulin injection was used to address the bg level. The customer thought the occlusions were related to the infusion set site and after an occlusion would change the site. However, at times, the occlusion had reoccurred. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A tandem clinical diabetes specialist contacted the customer and a different type of infusion set was to be used.